Event description:
The report from hospital say, on (B)(6) 2021, during use of the ventilator, its screen crashed, with the result that the ventilator parameters could not be adjusted and no alarm be given raphael made in (B)(6) 2011.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be fully confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used to ventilate a patient. The root cause could not be clearly determined, but aging as a cause is highly likely. In consequence the device was restarted, and no further issue was observed. There was no reported patient or user harm.